Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose levels and motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 470mg/dl. The mother states they tried to treat by changing everything out. The mother states they replaced everything and rewound the device, but received no delivery alarm. The customer was informed of no delivery and motor error alarms. No further information or assistance provided.